Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, there was a loss of sensing noted on the right atrial (ra) lead. A new lead was used to complete the procedure, and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a loss of sensing was not confirmed.